Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds and p-wave amplitude variation on the atrial lead due to dislodgement. A chest x-ray was performed to confirm the dislodgement. On (B)(6) 2021, the physician elected to reposition the lead. The patient was discharged after the procedure.